Manufacturer narrative:
The device remains implanted therefore it is not available to be returned for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was "stiff" and after the lens was implanted it was slow to unfold. According to the surgeon, the lens was not completely unfolded after several minutes. The surgeon also reported that the pt is okay. Add'l info has been requested but no new info has been received.